Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) level was 521 mg/dl; cause of high bg was unknown. In addition, the customer did not remember to fill the tubing and cannula. Customer administered a correction bolus to address the high bg.